Event description:
It was reported that in (B)(6) 2007, there was a "micro leak in catheter." The medication being delivered at that time was unknown. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information recieved reported the catheter was replaced in oct-2007.

Manufacturer narrative:
(B)(4).